Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not fully formed and the jaws got jammed close. Then the jaws spring open and they were out of alignment (only one side had come out of alignment). The jaw on that side no longer closed thus clips were not able to be formed. Opened another clip applier to complete the case. There were no adverse consequences to the patient. One device returning.